Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue: error message "arterial clamp defective" was displayed, with no possibility to control the clamp (open/close buttons not shown). Inspection of the device revealed a high level of fluid penetration in the overall clamp, with corrosion and crystalloids, metal plate for the board was completely covered with broken screws stuck inside, corrosion on the motor and stator plus spindle were blocked inside the clamp head. In addition, it is highly probable that also the boards got damaged from the fluid penetration. Device cannot be repaired and it is likely that device will be scrapped by customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial information.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp was not working. The issue occurred post-procedure. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication it was confirmed that the unit has been scrapped. A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, the most likely root cause of reported event has been assigned to improper user cleaning and maintenance of the device, leading to fluid penetration into the clamp at the point that all internal components were highly damaged. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.